Event description:
The report is from the study. The pt was a male. The pt had a history of clinical copd, smoking and hypertension. The pt had a history of prior carotid endarterectomy and previous cea recurrent stenosis. The target lesion was the ostium of the left internal carotid. Pre-procedure stenosis was 90%. Lesion length was 25 mm and 5 mm in diameter. The lesion had moderate circumferential calcification. The pt had a 6 x 40 mm precise rx stent placed at the target lesion. The stent was post-dilated using a cordis balloon. A stent malfunction and mae are noted. A size 6 angioguard rx was successfully deployed and retrieved with no technical problems during the procedure. There was debris in the basket. The pt had a sudden onset of aphasia and right hemiparesis. The duration of the neurological deficit was greater than 24 hours and the pt fully recovered. This was diagnosed as a tia. An emergent carotid endarterectomy was needed to revascularized the stent. The pt was discharged the following day.

Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt.